Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device reached its elective replacement indicator (eri) prematurely. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Premature battery depletion was not observed from the analysis. The device was received in backup mode operation, and battery voltage at eri level. The backup operation was consistent with post-explant cold temperature exposure. Device image (stored data) analysis revealed that the device had operated with the autocapture feature enabled, and in high output mode (hom) at times. When automatic settings are programmed such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing, and thus affect the estimated longevity of the device. After the product code was reloaded, further testing found the device operating in eri mode and with normal current consumption. Longevity assessment based on the device usage information found battery depletion was normal.